Event description:
It was reported that post stenting procedure, in-stent restenosis occurred. In 2004, an unspecified taxus liberte paclitaxel-eluting coronary stent system was implanted to treat the target lesion located in the right coronary artery. In (B)(6) 2013, restenosis occurred with an almost 100% occlusion on the previously implanted stent. A 2.5x2mm non-bsc balloon catheter was initially selected and advanced to treat the lesion but the device failed to cross. A 1.2x15mm non-bsc balloon catheter followed but still failed to cross the lesion. A 1.2x15mm non-bsc balloon catheter was used on the third attempt but still unsuccessful. A 1.50mm x 12mm emerge¿ push balloon dilatation catheter was advanced in an attempt to cross the lesion but still failed to cross the restenosed vessel and eventually broke near the hub after pushing against the very tight lesion. The device was retrieved intact. The procedure was not completed due to this event. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at the time of event: 18 years or older. Device is a combination product. Device evaluated by MFR.: the device has not been returned. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).